Manufacturer narrative:
Based on the info provided, it is unk how the device may have caused or contributed to the event. The post market surveillance dept has requested medical records and investigations are pending. A supplemental medwatch report will be submitted when medical records are received. A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A dietician reported that a pt was admitted to a hosp on (B)(6) 2014 due to hypotension. The pt was discharged on (B)(6) 2011. According to this reporter, no peritoneal dialysis treatments were missed and there was no reportable device malfunction. As on (B)(6) 2014, the pt continues to use continuous cycler- assisted peritoneal dialysis (ccpd) therapy without any further issues, and the pt's complaint of hypotension has resolved.